Event description:
This ra was implanted on (B)(6) 2006, and still remains implanted at this time. The leads exhibited noise detected inappropriately on both a + v channels simultaneously. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).